Event description:
A customer contacted baxter to report that the patient connector was separated from the catheter adapter unexpectedly. The set had been used for 14 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not available, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). A 510(k) number was not provided in the emdr as this product is not substantially equivalent to any code sold by baxter in us. Therefore, it is not the same or similar to a product distributed within the u.s.